Manufacturer narrative:
Additional narrative: additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery using the vatcp with three locking screws. The surgery was completed successfully without any surgical delay. The removal surgery was performed on (B)(6) 2022. In the removal surgery, it was confirmed that the breakage of three va locking 2.4mm screws out of four screws in distal holes. It was not certain whether the breakage occurred during removal, or the breakage occurred before. The plate and other screws were successfully removed. Shaft parts of the three screws in the bone due to screws fracture under the screw head were removed using a hospital-owned instruments. The surgery was completed successfully without any surgical delay. This report is for one (1) va lockscr ø2.4 self-tap l20 tan. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.4 self-tap l20 tan was observed to be broken under screw head. The broken head was received in the evidence provided. A dimensional inspection for the va lockscr ø2.4 self-tap l20 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l20 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.